Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA 1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Event description:
It was reported that 80000 separate bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes had their label edges peeled up and were found before use. The following information was provided by the initial reporter: "edges of labels peeling off tubes".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 80000 separate bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes had their label edges peeled up and were found before use. The following information was provided by the initial reporter: "edges of labels peeling off tubes."